Event description:
The customer contacted stryker to report that their device was powering off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. An analysis of the keylogs indicated a loose battery or loose grommets. Stryker replaced the device's outer case. However, the cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.